Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted and the delivery system was discarded by user facility; therefore, it is not available for eval. The event investigation is currently underway.

Event description:
It was reported that the stent foreshortened. The physician deployed the stent in the mid-distal sfa without any difficulty. However, upon deployment the stent length was 100 mm instead of 170 mm. The physician deployed another stent to successfully treat the lesion. There was no report of injury to the pt.